Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) reported the patient's prior implantable neurostimulator (ins) lasted for four years. The patient's most recent ins was implanted in (B)(6) 2014 and suddenly reached end of life in (B)(6) 2016. The patient's old ins was programmed using one group and their most recent ins was programmed using two groups. The hcp felt they were not getting the same battery life with the most recent ins as they were with the old ins. The hcp wanted to know why the battery life of the patient's most recent ins was shorter than their older ins.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A consumer reported via a manufacturer representative that the implantable neurostimulator (ins) battery prematurely depleted. The ins drained off within two years and two months. The ins battery use was at less than 20 percent in (B)(6) 2010, 85-90 percent in (B)(6) 2013, and 97-100 percent in (B)(6) 2014. The cause of the event was not available. The ins was checked by the patient¿s health care provider (hcp) and an ins replacement was suggested. The patient was admitted to the hospital for an emergency revision to explant and replace the ins. Following the revision, the issue was resolved. The patient was alive with no injury. The patient¿s indication for use is parkinson¿s disease.

Event description:
A consumer reported via a manufacturer representative that the implantable neurostimulator (ins) battery prematurely depleted. The ins drained off within two years and two months. The ins battery use was at less than 20 percent in (B)(6) 2010, 85-90 percent in (B)(6) 2013, and 97-100 percent in (B)(6) 2014. On (B)(6) 2010, the ins was programmed to c+, 1-, at 2.9v, 60 usec, and 130 hz on the left side and c+, 5- at 5.0v, 60 usec, and 130 hz on the right side. The hcp reprogrammed the ins settings on the left to c+, 4- and 5- which was better for the patient. On (B)(6) 2013, the ins was programmed to c+, 1-, at 3.5v, 60 usec, and 130 hz on the left side and c+, 5-, 6- at 5.9v, 60 usec, and 130 hz on the right side. The hcp reprogrammed the ins and stimulation voltage was decreased to 3.4v on the left side and 5.6v on the left side. The cause of the event was not available. The ins was checked by the patient¿s health care provider (hcp) and an ins replacement was suggested. The patient was admitted to the hospital for an emergency revision to explant and replace the ins. Following the revision, the issue was resolved. The patient was alive with no injury. The patient¿s indication for use is parkinson¿s disease.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.